Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
Additional information from the affiliate stated: 2014 additional information from the affiliate stated valve connectors slipped out of silicone matrix during revision. It is the same complaint with more precise information regarding dates - reviewed them with the account. As for the alert surgeons didn't communicate this complaint just after it happened, they thought it was just a specific characteristics of the valve so I changed the date to be in accordance with the written info received by the product specialists. Regarding the same complaints that were mentioned in other accounts - there is no specific data because surgeons haven't paid much attention to the issue taking it for granted so made no notes. For the alert and consequences - the issue is settled and it appears to be a mistake in surgical technique as they are pulling the catheter too much - there is no damage done to the patient, there was no significant delay and these surgeons continue implanting the product with more gentle approach and everything is safe and sound.

Event description:
We have a problem with 82-5464 hakim precision valve ¿ three in a row have had the same problem ¿ when a ventricular catheter was plugged in and then stretched a bit with the forceps connected jumped off. The connector could be realigned once again in the silicone matrix but it you connect a catheter once again and pull with even a little strength, the connector will jump off again. The problem appeared to be only in one account and I thought that this is a matter of technique of implantation or revision but I visited the account and saw that this is really a matter of a product ¿ there is nothing like that with older ones and with the competitors (I tried on medtronic delta ¿ they have the same connector dived into silicone as codman). Maybe this could be the problem of a lot, or am I missing anything! Please advise asap as the account has stopped implantations as they are no longer confident in hakim valves despite 5 years¿ experience without any complaint. The account is (B)(6) pediatric clinical hospital ¿ one of the largest pediatric hospitals in (B)(6). I can send you the valves by mail if necessary.